Event description:
The customer reported that while preparing for a case the c-arm would not display proper video. A reboot was attempted but was not successful. The technician noticed that the kvp/ma technique was driving to maximum. There was no patient involvement. An alternate system was brought in to perform a procedure.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep found the pin pushed in the lemo connector receptacle. He reseated/secured the loose pin and then tested system. The system operating as intended. The video now displays normally.